Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not able to start up. To resolve the issue, fse replaced suite pc reloaded software, reconfigured network. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.